Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of bronchospasm treated with antibiotics. On (B)(6) 2016 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 following the procedure, during the planned hospitalization for the bt procedure, the patient experienced bronchospasm and was treated with intravenous (IV) methylprednisolone, azithromycin, and nebulizer therapy. On (B)(6) 2016 the event was resolved; the patient's symptoms improved and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.57; fev1 % predicted: 63.00; fvc: 4.89; fvc % predicted: 99.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of bronchospasm treated with antibiotics. On (B)(6) 2016 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 following the procedure, during the planned hospitalization for the bt procedure, the patient experienced bronchospasm and was treated with intravenous (IV) methylprednisolone, azithromycin, and nebulizer therapy. On (B)(6) 2016 the event was resolved; the patient's symptoms improved and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2015. Pre-bronchodilator fev1: 2.57, fev1 % predicted: 63.00, fvc: 4.89, fvc % predicted: 99.00. Additional information received on 03mar2017: ae term was updated from bronchospasm to asthma aggravated. On (B)(6) 2016, during a planned hospitalization following the bt procedure, the patient experienced asthma aggravation and was treated with IV methylprednisolone, azithromycin (for cause), and nebulizer therapy.